Event description:
It was reported that the left ventricular (lv) lead had high thresholds and non-capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead has subsequently been explanted.